Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings.

Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl but their sensor reads that they are 70 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting and was educated on the proper site and insertion method of the sensor. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.